Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device (stt-gl-003/64gh5), used with the complaint receiver device, was returned on (B)(4) /2014. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the device failed, confirming the reported event of a permanent out of range signal. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).